Event description:
It was reported that patient was hospitalized after receiving multiple inappropriate shocks due to noise. During lead extraction, insulation abrasion was observed. The patient condition was okay after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.